Event description:
Event description guidant received info that this device was part of a legal action and the pt passed away. Legal records indicate that dr would not replace the device due to the health risk. The pt later passed away.